Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple bent infusion set cannulas and mentioned that they experienced high blood glucose levels of 494mg/dl and 584mg/dl. The customer was assisted with bent cannula troubleshooting. The customer stated that they have gone through four infusion sets with bent cannulas. The customer stated that the site is the stomach and they've had issues with scar tissues, hardened tissues and stretch marks. Customer was advised best practices for site preparation and insertion techniques. The customer was advised of other locations to insert the infusion set. The insulin pump and infusion sets will not be returned for analysis.